Event description:
As reported, the patient was implanted with a right atsa on (B)(6) 2018. On (B)(6) 2019, the patient was revised; reason not reported. The shoulder was converted to an rtsa.

Manufacturer narrative:
Pending investigation.